Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that when the consumer's implantable pulse generator pocket was opened up for a battery replacement it was observed that the 8-15 lead appeared frayed. They were not sure if it happened during the procedure or before, but impedance was good before the procedure. After the procedure, impedance values were okay on 13-14 and less than 50 ohms on 8-12 and 15. The doctor could not replace the lead so they closed as is. It was noted that paddle replacement at a later date would be considered depending on results. The consumer was alive with no injury. Additional information received from the rep on (B)(6) 2015 reported that the he didn't see the consumer but the rep who did said the consumer's coverage was excellent and the rep did not check impedance. The consumer's indication for use was noted to be spinal pain.